Event description:
It was reported that this brady lead was explanted due to dislodgement confirmed through x-ray, resulting in no capture. A new brady lead of the same model was placed. This lead is in the hospital's possession. No additional adverse patient effects were reported.